Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer was hospitalized due to mild diabetic ketoacidosis (dka) and high blood glucose levels on (B)(6) 2018 at 8:00 am. It was reported that the customer had high blood glucose levels of 21.8 mmol/l. The customer stated that the high blood glucose levels lead to the hospitalization. The customer reported that the current blood glucose level was 17.9 mmol/l. The customer reported symptoms related to the customer's high blood glucose levels included vomiting and nausea. It was reported that the customer was wearing the insulin pump at the time of hospitalization. The customer was treated at the hospital. The customer was released from the hospital a week after. In addition, the customer also reported that the insulin pump was not working and had no delivery alarms. Troubleshooting was performed. The customer stated that the insulin did not exit. Customer stated they were able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that the insulin did not exit the tubing. Customer even tried new reservoir. Customer states they have another reservoir for testing. The customer was advised to try a new reservoir with the current set and to rewind pump. The customer stated that the insulin pump alarmed no delivery during the manual prime. The customer was advised to return the insulin pump. Product is expected to return for analysis. Additional device related incident: infusion set ((B)(4)).